Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was report there was a self test failure. The device was returned for trade-in. No patient involvement or complications were reported.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event. Analysis found the lcd (liquid crystal display) is out of electrical specification (pixel bleeding). Analysis also found the upper case was broken and dented, the lower case and battery drawer were broken, battery contacts were compressed, and the keyboard was scratched and torn. It was noted the bail covers, ring cover, bails, and ring were missing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.